Event description:
It was reported that the customer has a black filled circle on the insulin pump. Every time the customer tries to give herself insulin, she receives a no delivery alarm. Customer has been running high the last few days. Customer's blood glucose level has been as high as 485 mg/dl. Customer's blood glucose level is currently 201 mg/dl. Customer has not eaten since 5 pm. Customer changed out her battery recently. The black circle did not go away. Customer manually pushed the insulin through the tubing and the insulin did exit. Customer ran a manual prime and a no delivery alarm occurred. Customer stated that the cannula was straight. Customer ran another manual prime and the insulin did exit with the manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. The filled circle has temporarily stopped and the no delivery alarm was cleared by pressing esc and act buttons. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)